Event description:
Medtronic received information that this was the second of two valves that were implanted due to another manufacturer¿s failing surgical valve. This valve was deployed in a lower position than was targeted inside the other manufacturer¿s device, resulting in a severe paravalvular leak (pvl). A second valve was then implanted valve-in-valve, improving the pvl to a moderate level. The patient was monitored, and discharged with no further complications. Approximately seven weeks post-implant, the patient presented as symptomatic, and the pvl was observed to have returned to a severe level. A surgical procedure was performed to remove all three valves and successfully implant a replacement bioprosthetic heart valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
It was reported that the explanted valves were discarded. A separate report has been filed on the first valve. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.